Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system ad a watchman fxd double curve access system (was). The tsp was noted to be routine. The system was advanced into the left atrium (la). When the non-boston scientific ice catheter was attempted to be advanced into the la, a cardiac perforation was suspected as a large but stable pe was immediately noted. The procedure was aborted. A pericardiocentesis was performed and a pericardial drain was placed. The patient remained stable throughout the event and will be discharged the same day of the attempted index procedure.